Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 21:00:16 and (B)(6) 2012, 03:00:16. Weekly pace lead impedance trend data shows an abrupt increase for min and max atrial pace bi impedance = 475 to 4047 ohms between (B)(6) 2012.

Event description:
It was reported that there was a patient alert due to high threshold, sensing decrease, high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.